Event description:
A sales rep contacted haemonetics (B)(6) 2010 reporting a blood spill within the orthopat machine due to the disk coming apart. No injury or reaction was reported.

Manufacturer narrative:
A sales rep contacted haemonetics (B)(6) 2010 reporting a blood spill within the orthopat machine due to the disk coming apart. No injury or reaction was reported. The problem was confirmed as reported by the customer. The machine was returned and scrapped. No further info is available. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and (B)(4).